Manufacturer narrative:
(B)(4). B3 - event date is the publication date of the article. D4 - the primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. Attempts have been made to gather all product identification information and no further information has been provided. D10 - associated medical devices: unknown oxford tibial component; item# unknown; lot# unknown. Unknown oxford bearing; item# unknown; lot# unknown. G2: literature - citation: bertrand, t.e., melvin, p.r., alexander, j., crawford, d.a., lomardi jr., a.v., & berend, k.r., (2025). Minimum 10-year follow-up of mobile bearing medial unicompartmental arthroplasty: does the presence of preoperative radiographic patellofemoral arthritis influence patient outcomes. Journal of clinical orthopaedics and trauma, 66 (103008), https://doi.org/10.1016/j.jcot.2025.103008. No product was returned or pictures provided visual and dimensional evaluations could not be performed. This is a limited investigation, so a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Review of the reported event by a health care professional found: a hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained on 03-dec-2025 that reported a retrospective study from the united states. The purpose of the study was to assess whether the presence of preoperative radiographic patellofemoral joint (pfj) arthritis influences implant survivability or clinical outcomes at minimum 10-year follow-up. The study reviewed 503 patients (636 knees) who underwent medial mobile-bearing uka between july 2004 and february 2010. All procedures were performed using the oxford mobile-bearing prosthesis (zimmer biomet) with cemented fixation according to the standard surgical technique. The study population had a mean age of 61.8 years at time of surgery (range, 34-86 years); (440 male knees / 262 female knees). The study had a mean follow-up of 13.3 years (range, 10-18.5 years). It was reported through a journal article that one patient underwent incision and debridement without revision of components due to hematoma. Attempts have been made and no further information has been provided.